Event description:
It was reported that the ventilator stopped working while it was connected to a pt. The pt was paralyzed. On entering the room, the respiratory therapist noticed that the ventilator was in the CPAP (continuous positive airway pressure) mode. There was no pt harm. Importer (B)(4). Reference MFR report # 8010042-2014-00079.